Manufacturer narrative:
(B)(4) relates to (B)(4) for the issue of guide catheter broken. The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure of a (B)(6) male patient (patient weight is unknown). During the procedure, the guide catheter broke, however the stent was able to be deployed. The broken guide catheter remained within the scope's reach allowing the device to be removed as the scope was withdrawn from the patient. There were no device fragments left in the patient or reported patient complications. The patient was reported to be in good condition after the procedure.